Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pump was still running with the air in line alarm was not confirmed during testing. The source pump modules air detection system was tested using the air in line threshold product analysis procedure. The pump modules air detection system was observed operating within specification. The event date was reported as (B)(6) 2025; the time of the event was not reported. A review of the pump module error log showed no errors were recorded related to the reported event or on the reported event date. The event log of the suspect pump module s/n (B)(6) showed the device in use on 13 october 2025 attached to the returned pcu s/n (B)(6) as channel b. The air in line setting for single air bolus was set to 250 micro l with accumulated air enabled. On (B)(6) 2025 at 6:37 pm an infusion was programmed using an external control with the drug ID 167 (cyclophosphamide), rate of 550 ml/h, volume to be infused (vtbi) of 550 ml, drug amount of 1500 mg, patient weight of 113.4 kg, concentration of 2.9528 mg/ml and dose of 617.284 mg/mâ² with an expected duration of 1 hour. The infusion started with a primary volume infused (pvi) of 399.599 ml. At 7:28 pm the pump module alarmed for air in line four (4) times and the user restarted the infusion. At 7:34 pm the pump module was channeled off. Between (B)(6) 2025 at 6:37 pm to 7:34 pm the pump module infused a total of 474.199 ml. The alaris, pcu unit, model 8015 and alaris pump module, model 8100 technical service manual states: accumulated air-in-line when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250 micro l. (In anesthesia mode only, the threshold value can be set to 500 micro l.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500 micro l, it also detects and responds to multiple small boluses of a pre-determined number, depending on the bolus size selected as the air-in-line detection threshold. Air-in-line settings the air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250 micro l. The default setting is 75 micro l. (In anesthesia mode only, the threshold value can be set to 500 micro l). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the pump was still running with the air in line alarm was not identified during the investigation. Laboratory testing confirmed that the pump modules air detection system was operating within specification. Note that this report lists imdrf annex a040502, g04037, c0601, d15, a1801 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion line and drip chamber were dry, with very little medication remaining in the bag. The patient immediately reported an audible alarm for air in line. However, the pump was still running with the air in line alarm. There was patient involvement but no harm.

Event description:
It was reported that the infusion line and drip chamber were dry, with very little medication remaining in the bag. The patient immediately reported an audible alarm for air in line. However, the pump was still running with the air in line alarm. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.